Event description:
Reporter indicated the patient had the vns therapy system explanted. At the time of the initial report the reason for the explant was unknown. The explanted products have been returned to the manufacturer and are pending product analysis. The return product form returned with the explanted products listed the reason for the explant as "other-non-functioning". The form did not specify if the generator or the lead was "non-functioning". Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.